Event description:
Instrument was returned for repair only, with inner tip broken off and missing. Hosp cannot answer as to how or when the device became broken or as to the location of the missing piece. Co is therefore, taking a conservative approach and filing.